Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the minor bleed, the cause of the injury was not determined since product was not returned and insufficient clinical details provided. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The patient experienced access site bleeding requiring minimal action to resolve. There is no reason to believe that this minor bleeding event is associated with the demise outcome given the information at hand. However, the impella cp device was present at the time of the outcome and no alternative cause as the likely cause of the adverse event outcome was provided. Therefore, conservatively, the report is being submitted as death for the impella cp. Although, the patient's underlying condition likely played a primary role (team noted ¿last ditch effort¿ for the patient) and the care was withdrawn which appears to have led to the demise outcome. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient presented with disorientation, acute renal failure, and hypotension. Septic shock was of concern which caused myocarditis. The patient was taken to the catheterization lab for right heart catheterization after intubation and increased drips. The patient would undergo percutaneous coronary intervention (pci) and the impella was placed pre-pci for hemodynamic support. After the pci, two stents to the left anterior descending and circumflex arteries, the impella sheath was secured and locked. Dressing was applied. However, the patient still has some oozing that was successfully managed with manual pressure and femostop. The patient was transferred to the unit on impella mcs. Update approximately 2.5 hours later noted an echocardiogram was performed and showed the impella 3.2cm in parasternal long axis and 3.6cm from 4 chamber view. Unable to obtain a good view as the patient¿s heart anatomy is rotated posterior. Care team noted this is a ¿last ditch effort¿ for the patient. Approximately 23 hours later, however, care was withdrawn, and the patient expired. No further details surrounding the event was noted.